Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the final investigation. Based on the results of the investigation, olympus confirmed that the image distortion was most likely attributed to a damaged charged-coupled device unit resulting in a grainy image. Olympus will continue to monitor field performance for this device. Updated fields: b5, d8, h2, h3, h6, h11

Event description:
No additional information received from the customer.

Event description:
It was reported that the gastrointestinal videoscope experienced image distortion. It is unknown when the issue was found, and no procedural information has been provided at this time. There were no reports of delays or patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.